Event description:
Consumer reported applying j&j band aid brand first aid cushion care gauze pads for his small bruise and burn on his legs on (B)(6) 2022. As per the consumer, on (B)(6) 2022 the j&j band aid brand first aid cushion care gauze pads, the band-aid brand first aid hurt free non stick pads and the topical treatment that he used caused more swelling and infected it more. The consumer also reported, inflammation was pre-existing condition and the product worsened that condition and the initial burn. Consumer stopped using the product and then drank an oral antibiotic that his doctor prescribed. The gauze and pads were applied twice a day. This is for gauze pads. See medwatches 2214133-2022-00030 & 2214133-2022-00031 for non-stick pads. The same patient is represented in each medwatch. This is 2 of 2 med-watches being submitted for gauze pads as two devices were involved in this event. See medwatch 2214133-2022-00028. The same patient is represented in each medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. Brand name, common device name, manufacture name, city, and state, lot#: this report is for one (1 j&j band aid brand first aid cushion care gauze pads 3x3 10ct USA 381371161256, 381371161256usa, 381371161256usa, lot number 3101a. UDI #: (B)(4). Upc #: 381371161256. Lot #: 3101a. Exp date: na. Concomitant medical products: device is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR and manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). This is for gauze pads. See medwatches 2214133-2022-00030 & 2214133-2022-00031 for non-stick pads. The same patient is represented in each medwatch. This is 2 of 2 med-watches being submitted for gauze pads as two devices were involved in this event. See medwatch 2214133-2022-00028. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on november 4, 2021. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow- up medwatch will be filed as appropriate.